Manufacturer narrative:
Initial reporter occupation: patient/consumer. The test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1¿ 6.8 inr): qc 1: 5.4 inr, qc 2: 5.3 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot: qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number: (B)(4). On (B)(6) 2022 the patient had an initial meter result of 3.9 inr while the re-test the meter result was 2.0 inr. The patient did not believe that his finger was completely dry prior to finger stick on first test of 3.9 inr. So the patient did a re-test for the 3rd time and the meter result was 2.0 inr. The patient's therapeutic range was 2.0-3.0 inr. The patient's interval of testing is 2-4 times a month.